Event description:
A malfunction alarm was reported, identified as malf 12 with a resettable code. There was no adverse impact to the customer's blood glucose level, as it did not exceed the specified threshold. Technical support assisted the customer in resetting the pump; however, the pump was replaced. The customer will use current pump or switch to multiple daily injections (mdi) for insulin therapy until the replacement arrives.